Event description:
It was reported that a trainer relayed a caregiver concern that the patient experienced low glucose, but device logs showed a lowest blood glucose of 88 mg/dl with no ilet alerts received between lunch and dinner while using a g7 sensor. Investigation included review of engineering and device alert logs. Investigation of this case revealed that alerts were not triggered, and the lowest recorded glucose was 88 mg/dl. Symptoms included perceived low glucose without documented hypoglycemia. Outcomes included no medical intervention, hospitalization, or long-term impact. It was concluded that the event did not meet criteria for hypoglycemia and the device functioned as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.